Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient's daughter stated that the patient received erroneous results when testing with coaguchek inrange meter serial number (B)(4). The patient is taking drugs for high levels of vitamin k. The patient's daughter stated that they received two values of > 8 inr when testing on the meter at an unknown time. Results obtained in the laboratory using an unknown method at an unknown time, resulted with a value of 5.5 inr. Specific data was provided for an additional sample comparison performed on (B)(6) 2018. For this comparison, a sample from the patient was tested on the meter, resulting as > 8 inr. A sample from the patient was then tested in the laboratory using an unknown method at an unknown time, resulting as 5.94 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3.5 - 4.5 inr.